Event description:
This pt experienced a late thrombotic event approx 21 months post cypher stent implant. This pt was admitted with a chief complaint of angina. The pt had two 2.5 x 15mm s6 bare metal stents deployed within the bifurcation of the left main artery (lma), left anterior descending artery (lad) and the left circumflex artery (lcx). An additional 2.5 x 16mm express stent was implanted in the mid-lad. One month later, during a followup examination, restenosis was observed within the 2.5 x 15mm s6 stent in the lma. This was treated with balloon angioplasty. Approx four months later, the pt returned with angina. The pt was currently taking aspirin and ticlid. The pt was taken electively to the cath lab. Angiography revealed a bifurcating instent restenosis within all three stent placed in the lma and into both the proximal to mid-lad and the proximal to mid-lcx. The lesion was concentric and classified as type-c. The length of the lesion was 60mm within the lma through mid-lad and was 40mm within the proximal through mid-lcx. The vessels were 2.5-3.0mm in diameter. Heparin was administered via IV. Pre-dilation was conducted with a 2.5 x 15mm balloon inflated to 20atm for 20 seconds for all sites. A 2.5 x 18mm cypher stent (stent #1)was deployed to 14atm for 20 seconds in the mid-lcx. A 2.5 x 23mm cypher stent (stent #2) was deployed to 10atm for 20 seconds proximal to the 1st cypher and overlapping it. The physician then turned his attention to the lad. A 2.5 x 18mm cypher stent (stent #3) was deployed to 14atm for 20 seconds within the mid-lad. A 2.5 x 18mm cypher stent (stent #4) was deployed to 18atm for 20 seconds proximal to the cypher stent in the mid-lad overlapping it. An additional stent, 3.0 x 18 mm cypher (stent #5), was deployed 12atm for 20 seconds proximal to the 4th cypher and overlapping it. Finally, a 3.0 x 13mm cypher stent (stent #6) was deployed to 20atm for 20 seconds within the lma, proximal to the 5th cypher and overlapping it. The bifurcated portion was treated by t-stenting. Ivus was not conducted. Timi flow before the procedure was 3 and 3 after the procedure. Per visual estimate, the residual stenosis was 25% for the lma/proximal through mid-lad and was 0% for the proximal through mid-lcx. Acts were not measured. The pt was discharged with orders for aspirin and ticlid (200mg/day); however, approx one year later, the dose of ticlid was reduced to 100mg/day. Approx 21 months later, the pt complained of chest pain and was re-admitted to the cardiac cath lab. Angiography revealed a thrombus only within stent #5 (3.0 x 18mm cypher) implanted in the proximal lad. To treat the thrombus, balloon angioplasty was conducted with a 3.0 x 15mm maverick balloon inflated to 22atm. The pt was discharged in stable condition after five days with continued orders for aspirin, and ticlid (200mg/day).

Manufacturer narrative:
Physician's comments: "the cause of the thrombotic event was because the dose of ticlopidine hydrochloride was reduced to 100mg/day and many stents were implanted." Please note: device is not distributed in the us; however, it is similar to us product device.